Event description:
The quality assurance laboratory tech reported that during laboratory analysis of the device, a dual in-line memory module (dimm) was sensitive to flexing. There was no pt involvement.

Manufacturer narrative:
This issue was discovered during laboratory analysis of the unit reported on MDR 1828100-2012-01002. The quality laboratory tech touched the dual in-line memory module (dimm), which caused the central control monitor to "freeze up". The dimm contacts were cleaned, which restored proper function of the device. Product will be sent ot service to be brought to the customer. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.